Event description:
It was reported the activator illuminates the check mark before bringing up to reveal. Patient's daughter is questioning if the activator is even working. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.